Event description:
A caller reported that the pump battery would not charge despite using a tandem charging cable and attempting various solutions, including different usb ports and wall outlets. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, advising the customer to use multiple daily injections (mdi) as a backup therapy and provided instructions for returning the defective pump using a prepaid label.